Manufacturer narrative:
Unit received with slightly loose drive support disk, cracked case at reservoir tube window corners, cracked case at display window corners and minor scratches on lcd window. Unit received with corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump drive support cap was sticking out of the device and not recessed into the unit. Customer's blood glucose was 252 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the lower left reservoir window and the crack wraps around to the back of the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.